Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage found. The force sensor test error was found at power and failed force sensor the root cause of the reported issue was found to be the plunger board did not operate as intended. Actions were taken to mitigate the reported issue: replaced plunger board. Performed force sensor calibration and all functional tests which passed.

Event description:
It was reported that the pump has an out of box failure, force sensor test. No patient injury was reported.